Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-01366 pertains to the first speedband superview super 7 device and manufacturer report #3005099803-2015-01367 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band of the first speedband device (MFR report #3005099803-2015-01366) failed to deploy. The procedure was completed with another speedband superview super 7 device. The day after the procedure, the physician noted that the band deployed from the second speedband device (MFR report #3005099803-2015-01367) had fallen off from the varix leaving a scab on the site. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.